Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and no therapy episodes. The crt-d with the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported.